Manufacturer narrative:
The device is not available for evaluation, however, pictures of the malfunction were provided by the customer. An investigation into this issue has been initiated and a supplemental report will be submitted with the results when the investigation is completed. (B)(4).

Event description:
It was reported that the tubing attached to the sat/hct cell was attached only to a single barb, when it should be attached completely. Related to MFR report #s: 2248146-2014-00312, 00313.